Event description:
Initial reporter states that the surgeon notices that the reservoir is clogging at the anti-reflux valve after he has emptied the unit. Reporter further states that upon noticing the difficulty, the surgeon immediatley replaces the unit with a new device. There are no reported adverse consequences to the pt.